Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the findings "adhesive around objective lens had a scratch" and "inside of light guide lens had discoloration" is traced to component failure. The cause of the findings " foreign objects on aw (air/water)-cylinder (tube) and aw-tube" is not established. Based on the results of the investigation, olympus confirmed foreign material in the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects on aw (air/water)-cylinder (tube) and aw-tube, and adhesive around objective lens had a scratch and inside of lg (light guide) lens had discoloration. There was no patient involvement.